Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
During initial testing, the device did not sound an audible alarm tone during an alarm condition. Further testing at the manufacturing facility could not duplicate the event; therefore, no conclusion could be drawn.